Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 19-feb-2019 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a pump with a no disposable-clamp tubing alarm. The alarm was silenced and the pump was powered off/on. The pump still has no disposable alarm. The settings were reviewed. The pump still has no disposable alarm. The pump was powered back off. The intravenous (IV) tubing was clamped, cassette removed, tubing rubbed, and tapped cassette on hard surface two times. The cassette was replaced and turned pump back on, but still has no disposable alarm. The process was repeated again and turned pump back on. The pump still has a no disposable alarm. The pump was powered back off. There was 5.6 milliliters left of the medication. There was no harm to the patient. There was no patient injury.